Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received button error and battery out limit alarms on her insulin pump. The customer removed the battery from the insulin pump to silence it and went to a clinic for manual injections. Her blood glucose level was 9.8 mmol/dl. The customer was assisted in clearing the button error and battery out limit alarms and stated the buttons were responding normally and there were no issues with the keypad. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.